Event description:
Received info starting that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.